Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The returned sample was visually examined using 30x magnification looking for point damage or defects as the customer reported closed bevel tips. The returned sample was found to not have any damage, the bevels were good and the etch was good with no defective grind or hooks observed. The returned sample was then visually examined for clogs as the customer reported that it would not aspirate medication and it was observed that the sample was clogged as light was not able to pass through the sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. H3 other text : see h.10.

Event description:
Material no. 305106; batch no. 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle some needles had closed bevel tips and did not aspirate medication. The following information was provided by the initial reporter: customer called stating that some of the needles has the bevel tip closed up, and they do not aspirate medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305106, batch no. 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle some needles had closed bevel tips and did not aspirate medication. The following information was provided by the initial reporter: customer called stating that some of the needles has the bevel tip closed up, and they do not aspirate medication.